Event description:
Spacelabs 91369 monitor - intermittent/missing ECG waveforms on screen, indicating possible arrhythmia. Subsequent 12 lead EKG indicated pt waveform was fine & not experiencing arrhythmia.